Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that at the level of the central station, there was no audio alarm. On the screen the alarms are displayed but there is no sound. At the level of the monitors in the rooms, the alarms work properly but on the central station, no sound. However volume is at maximum. They noticed that there is no loudspeaker on the central station. A replacement speaker was ordered and shipped to the customer biomedical engineering department. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
H3 other text: component not returned for testing.